Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy. It was reported that the patient had entire system removed about a month after it was implanted due to infection. No further complications were reported. It was reported that the patient currently had a new trial. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the rep was notified of the patient¿s infection on the day of their new trial by the patient. The rep indicated that they had no further information and indicated that the device would not be returned for analysis as the event occurred years ago at a facility in (B)(6). No further complications were reported/anticipated.